Event description:
It was reported that the patient presented to the hospital with redness on the implantable cardioverter defibrillator (ICD) implanted site due to infection. In addition, the right ventricular (rv) lead was found eroding through the skin. The ICD and rv lead were explanted. A new ICD system was implanted on the right side. The patient was in a stable condition.